Manufacturer narrative:
A ge service representative performed an on site investigation and replaced the sram memory. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up and displayed a checksum error message. No patient injury was reported.